Event description:
It was reported that the patient was golfing one day last summer and the device just "stopped working". Reprogramming did not resolve the issue. It was presumed that there was a lead fracture though one could not be found by x-ray or CT. The lead was replaced in 2008. No surgical complications were reported.